Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a warning was displayed upon interrogation and all patient data were found deleted from the pacemaker memory. Patient data were then reprogrammed. No other anomaly was found. Preliminary analysis showed that the reported issue was encountered on a programmer, and the reprogramming was performed with another programmer. Since the programmer files from the first programmer were not provided, no conclusion can be drawn at this stage.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a warning was displayed upon interrogation and all patient data were found deleted from the pacemaker memory. Patient data were then reprogrammed. No other anomaly was found. Preliminary analysis showed that the reported issue was encountered on a programmer, and the reprogramming was performed with another programmer. Since the programmer files from the first programmer were not provided, no conclusion can be drawn at this stage.